Event description:
The patient underwent a full replacement. The explanted devices will not be returned for analysis due to the explanting facility's protocol.

Event description:
It was reported the patient was being referred for full system replacement due to high impedance and generator not being replaced in about 10 years. No surgical intervention has been reported to date. No additional relevant information has been received to date.